Event description:
The customer states that the cell-dyn 3200 sl analyzer generated discrepant results for a patient sample. The customer reported a result of 8.5 g/dl out of the lab. The result was questioned by a physician. The sample was repeated twice, yielding results for 9.3 an 8.6 g/dl. No impact to patient management was reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is completed.